Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle failed to deploy or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that, while attempting to apply the pod, the needle did not deploy. The pink slide moved forward but the cannula was not visible. His blood glucose read over 400mg/dl, he believes that it was due to not changing his pod before going to sleep. He stated that this pod did not affect his levels and that he should have changed his previous pod (which had run out at about midnight) before going to bed but did not. He was out of insulin for about 3 hours prior to this occurrence. This device was not worn.

Manufacturer narrative:
The device was returned with the needle not deployed. During the investigation, the ratchet gear was turned, and the needle successfully deployed. Looking at the data downloaded from the device, timeouts were observed during second priming. Corrosion was observed between the top battery and top battery clip. This created a poor connection causing the device to fail to rotate the ratchet gear during second priming. The failure to rotate the ratchet gear led to the cannula not deploying.